Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative that they were admitted to the hospital to have the entire system removed due to a possible pocket infection. The patient is having the entire system removed on (B)(6) 2021.